Event description:
Reporter noted they had to cancel three cases, and may have to cancel fifteen more today. Doctor does not feel comfortable using cassettes after finding three with cracked luers. Add'l info from customer noted, they were not sure if cassettes actually had cracks; possibly leaking. No add'l info received to date.

Manufacturer narrative:
Cassette samples have not been received for evaluation and root cause analysis to date.